Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using rotarex catheter. During the procedure, the rotarex catheter did not processed all the thrombotic material and got clogged. During the third thrombectomy pass, the guidewire became jammed in the catheter shaft. Even after view times flushing the catheter were clogged and got hot and the wire in rotarex broke and was left in the patient. The patient was then transferred for open surgical thrombectomy and fragment removal. An initially successful open surgical thrombectomy and fragment retrieval were performed. The following day, re-thrombosis occurred.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample / images / videos were received. A physical investigation was not possible. Due to no sample / images / videos received, the reported malfunction can not be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using rotarex catheter. During the procedure, the rotarex catheter did not processed all the thrombotic material and got clogged. During the third thrombectomy pass, the guidewire became jammed in the catheter shaft. Even after view times flushing the catheter were clogged and got hot and the wire in rotarex broke and was left in the patient. The patient was then transferred for open surgical thrombectomy and fragment removal. An initially successful open surgical thrombectomy and fragment retrieval were performed. The following day, re-thrombosis occurred. The current status of patient is unknown.